Event description:
It was reported that the pump stopped insulin delivery. Subsequently, the customer was hospitalized with diabetic ketoacidosis. Tandem technical support was unable to confirm the reported issue as the customer declined troubleshooting and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.